Manufacturer narrative:
Patient identification unknown/ not provided. (B)(4). Patient weight unknown/ not provided.

Event description:
It was reported that abutment screw (uniht) fractured. Doctor was able to remove the fractured abutment screw.

Manufacturer narrative:
One titanium hexed uniscrew was returned for inspection. A visual inspection revealed that the screw was fractured at the middle of the threaded region. The drive feature is worn but functional. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of titanium hexed uniscrews, it is recommended to torque at 20ncm. A singular cause cannot be determined.